Event description:
In 2002, this patient was implanted with a gore excluder aaa endoprosthesis for the treatment of an approximately 48 mm abdominal aortic aneurysm. The patient presented in late 2006 with abdominal pain and symptoms of infection. A computed tomography scan demonstrated the aneurysm sac measured over 70 mm. The physician attributes this event to endotension, associated with the original gore excluder bifurcated endoprosthesis, as computed tomography scans completed in 2003 and 2005 showed a stable aneurysm sac of approximately 55 mm. After treatment with antibiotics, the patient was discharged without further clinical symptoms. As reported, it is unclear if the symptoms of infection were related to the device.

Manufacturer narrative:
The device remains functioning in the patient. Please note: no lot/serial numbers were reported, hence a review of the manufacturing paperwork was unable to be conducted.